Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, after the priming, the physician introduced the device in the urethra and did the first vapor treatment. After that, was not possible to get back with the needle deployed, therefore, the physician used the safe lock to get the needle back. The procedure was rescheduled since there was not another device to complete the case. The patient was under general anesthesia, and there was no patient complications reported. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Manufacturer narrative:
Upon receipt of this delivery device at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis determines that the device arrived disassembled and the shaft was detached from device. The syringe and needle retract button cover were not returned with the device. The device passed mechanical testing, after it was reassembled; also, the needle retracted and deployed, and the function of the buttons worked fine. The reassembled also passed the functional test applied and could performed the prime, pretreatment, and 5 full treatments successfully. The complaint was confirmed, as the device returned disassembled, however, the exact cause was not found. Based on analysis result a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, after the priming, the physician introduced the device in the urethra and did the first vapor treatment. After that, was not possible to get back with the needle deployed, therefore, the physician used the safe lock to get the needle back. The procedure was rescheduled since there was not another device to complete the case. The patient was under general anesthesia, and there was no patient complications reported. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, after the priming, the physician introduced the device in the urethra and did the first vapor treatment. After that, was not possible to get back with the needle deployed, therefore, the physician used the safe lock to get the needle back. The procedure was rescheduled since there was not another device to complete the case. The patient was under general anesthesia, and there was no patient complications reported. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.